Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause:strip issue.

Event description:
Customer complains of "lo" results. Customer states that she felt dizzy and nervous, denies the need for medical attention. The customer's expected blood results are 145-150mg/dl fasting. Verified test strips expire 09/29/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 130mg/dl and 130mg/dl fasting. Reviewed meter memory: 1:173mg/dl (B)(6) 2015 12:34:00 pm fasting:yes; 2:177mg/dl (B)(6) 2015 08:45:00 am fasting:yes; 3:171mg/dl (B)(6) 2015 08:29:00 pm fasting:yes; 4:196mg/dl (B)(6) 2015 03:18:00 pm fasting:yes; 5:lo (B)(6) 2015 03:14:00 pm fasting:yes. Memory concerns: the customer is concerned with the results of lo result. Customer call stating when she test she keeps getting results in the 170's and it is not changing. Adverse event not reported. During a follow up call made (B)(6) 2015 to the customer she is feeling well and is not dizzy or nervous. She also did not needed any medical attention nor did she seek any medical attention since the last call.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of "lo" results. Customer states that she felt dizzy and nervous, denies the need for medical attention. The customer's expected blood results are 145-150mg/dl fasting. Verified test strips expire 09/29/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 130mg/dl and 130mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: the customer is concerned with the results of lo result. Customer call stating when she test she keeps getting results in the 170's and it is not changing. Adverse event not reported. During a follow up call made (B)(6) 2015 to the customer, she is feeling well and is not dizzy or nervous. She also did not needed any medical attention nor did she seek any medical attention since the last call.